Manufacturer narrative:
Section a4 and a5: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section b3: date of event: specific date not provided. Customer indicated (B)(6) 2023. Section d6a: if implanted, give date: specific date not provided. Customer indicated (B)(6) 2022. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded toric intraocular lens (iol) rotated as the patient's left eye retention platen weakened after iol implantation surgery. The rotation was about 30 degrees. Account indicated that the iol was explanted as the patient was experiencing visual discomfort. A tension ring was also inserted as the patient's eye had zonular weakness. The patient underwent surgery post-operatively with mono fixation and is currently adapting. There was no delay in treatment or other interventions performed. No further information was provided.